Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, following stent implantation, the guide wire was used in an attempt to cross a diagonal artery that had become jailed. The artery could not be accessed and it was decided to remove all products. The patient developed an elevated st segment. When the guide wire was removed from the guide catheter, the newly deployed stent was also pulled out of the artery by the guide wire. Access was regained and another stent was deployed. The final angiogram revealed the left anterior descending had an abrupt closure, and the circumflex artery appeared to have a dissection. The patient then experienced ventricular fibrillation and an intra aortic balloon pump and temporary pacemaker were inserted. Resuscitating measures were continued for approximately 20 minutes before the patient expired. No further information was available.